Manufacturer narrative:
H.6. Investigation summary: customer returned (3) open 8mm, 31g pen needles from lot # 8185502. Customer states that the patient end cannula clogged during priming and the non-patient end cannula was bent before injection. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during priming. This was discovered during use. The following information was provided by the initial reporter: material no: 320109 batch no: 8185502 it was reported that the patient end cannula clogged during priming and the non-patient end cannula was bent before injection. Event description per snow case verbatim states, consumer reported needle clog during priming, also needle bent at non patient end before injection, does not re-use. Problem occurred over the past few months with other boxes, same product, most recent occurrence was this morning, (B)(6)2019.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during priming. This was discovered during use. The following information was provided by the initial reporter: material no: 320109, batch no: 8185502. It was reported that the patient end cannula clogged during priming and the non-patient end cannula was bent before injection. Event description per snow case verbatim states, consumer reported needle clog during priming, also needle bent at non patient end before injection, does not re-use. Problem occurred over the past few months with other boxes, same product, most recent occurrence was this morning, (B)(6) 2019.